Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the falling apart - unattached, identified during service and evaluation was confirmed. It was determined that the issue has been addressed in a non-conformance. The assignable root cause was determined to be due to manufacturing which is production error. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the upper trigger was separated from the modular handpiece device. During the assessment it was found that the upper trigger was received separately from the handpiece with the spring still in the trigger but missing the snap ring. The device was disassembled, and it was found that the snap ring was not inside of the device. The device was tested with a replacement snap ring to determined if it was possible that the snap ring came out of the device and if the trigger was missing. It was found that the snap ring would not fall out but would stick to the trigger magnet. The device was assembled back without the snap ring. It was tested to see if the spring would push out the trigger from the device when it was assembled, and the triggers were used. It was determined that the trigger would stay in the device and could be used without any issue. The device was also visually inspected, and it was found that the device failed visual inspection because the upper trigger was separated from the device. It was further determined that the device failed pretest for general condition. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6)2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.